Manufacturer narrative:
After submission of the initial MDR, the information was provided that actually no patient was involved in this case and no patient ventilation was interrupted. No further information such as the log file was available. Therefore only the reported data was assessed. The reported error code 02.02.001 corresponds with a deviation of the pcb graphic controller or a deviation in software task processing. The device reacts to this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The pcb graphic controller was reportedly replaced on site. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit blacked out showing error code 02.02.001. No patient consequences reported.